Manufacturer narrative:
This is the first of two reports on the same event involving two lenses, one is a -2.25 and the other is a -1.50. Refer to medwatch 9614392-2011-00012 for a description of the first report. Event was rec'd directly from the pt's mother via e-mail to coopervision's customer service department. Pt reported an eye infection in both eyes. Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusion: no conclusion can be drawn. This is being reported as a possible eye infection in both eyes with no direct causal relationship established between the medical device and the incident. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
Pt was prescribed avaira (enfilcon a) contact lenses. The pts rx is -2.25 and -1.50. Pt developed ocular infections in both eyes. The pt was "banned" from wearing lenses for a month. The pt does not wear lenses everyday and when she does, it is only for a matter of hours.